Event description:
Contact reported that 6- weeks out the surgeon noted eagle plus screw had backed out from the cervical plate. The screw was out past the screw head and the surgeon took action to remove the screw in question. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
Information is limited, and no conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.